Manufacturer narrative:
Multiple attempts to obtain information on the repair of this device failed (see communication notes). This complaint is being closed. If further information is obtained, this complaint will be reopened, and a follow up report will be submitted.

Manufacturer narrative:
Report date: 17sep2021.

Event description:
The customer reported diagnostic error codes "air lift off" and "air valve stuck closed". The patient involvement information is currently unknown. There was no patient harm reported or alleged. The remote service engineer (rse) advised the customer there was an old customer service report (csr) report on the unit and had notes ¿inform the customer that v200 is approached its end of life and no 12.5 pm kit available to repair. This vent is not certified for patient use.¿ further information is pending.